Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication bag looks flat and empty, but reservoir volume was reading 105.1 ml. Settings reviewed. Rate 5.0 ml/hour, volume given 125 ml. Patient could not locate a total volume or volume to be infused on cassette. Patient did report the medication label says continuous for 46 hours at 2.5 ml/hr. Over 46 hours. They do not have any additional information at this time. There was patient involvement and no patient harm/adverse event reported.